Manufacturer narrative:
A medtronic representative, following up with the site inspected the system and found the x-ray battery indicator depletes soon after the umbilical cable was disconnected and found pins 11-12 on j7 read 24vdc. The medtronic representative replaced the batteries in tray 2 of generator. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended after the replacement of the batteries. No part was returned to manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system x-ray batteries were not holding a charge. There was no patient present when this issue was identified.